Manufacturer narrative:
The device was returned for analysis. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number. H4: device mfg date.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral vein via 12fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures of the first proglide device were successfully placed. After suture deployment of the second proglide device, the foot plate was retracted; however, the device could not be removed from the patient anatomy. A blunt dissection was used to remove the proglide device. The evar procedure was completed and hemostasis was achieved using the pre-placed sutures from the first proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.